Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his battery pack was not holding a charge. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the white wire connecting the pca to the battery cells was broken at the cells. This resulted in an inability to charge to full capacity. The root cause for the broken white wire cannot be positively identified but is likely severe shock from physical impact. No adverse event resulted from the defective battery packs. The patient received a replacement battery pack.